Manufacturer narrative:
No product eval was performed since the graft remained implanted. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, it should be noted that a qc inspection, including length verification, is performed on every finished graft. Therefore, it is highly likely that the graft was cut at the right length. Woven grafts with a 22-mm diameter are only available in lengths of 15 cm, 30 cm, and 60 cm. The reported 20.8 cm length does not correspond to any of these and is therefore attributed to different measuring conditions at the hospital. The hypothesis of an inversion with a 15 cm woven graft is rejected since a 15 cm woven graft would be totally compatible with the reported distance between distal and proximal anastomoses. An inversion with a 60 cm woven graft would not lead to the reported event. No conclusion can be drawn. However, the investigation performed would tend to indicate that the device was not defective. No add'l info about the current status of the pt, the potential persistence of a neurological deficiency and the date of implantation could be obtained from the institution at the date of this report.

Event description:
The pt underwent an aortic aneurysm surgical procedure involving the entire thoracic aorta. For this kind of procedure, the vascular prosthesis is anastomosed distally to the subclavian artery to perform a complete replacement of the aorta. Then, the other end of the prosthesis, which has earlier been drawn through the descending aorta with the aid of a guide wire, is anastomosed in the area of the thoraco-abdominal transition. In order to ensure blood circulation through the distal intercostal vessels, an opening is cut into prosthesis. It was reported that during the operation in question, it was very difficult to pull the existing prosthesis from the distal lumen. The made opening did not lead to an effective blood circulation of the false lumen. It was reported that this was probably due to the fact that the prosthesis was pulled fairly taut to the dorsal aortic wall. This resulted in neurological complications for the pt. It was also reported that the length of the stretched prosthesis as shown on the control cd was 20.8 cm.